Event description:
It was reported that this right ventricular (rv) lead was dislodged. This was discovered due to the high pacing thresholds and confirmed by x-rays during a follow up. Surgical intervention was performed and this lead was repositioned. The lead remains in service. No additional adverse patient effects were reported.